Event description:
Boston scientific crm received information that this dextrus atrial lead had dislodged one day post implant. A revision procedure was going to be performed. According to our records, the lead remains implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received. An implant date was not provided. Also, it is unknown if the above-mentioned revision procedure was performed.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.